Event description:
It was reported intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER). The customer¿s blood glucose (bg) value was not provided. No additional information was provided regarding the ER visit, and any treatment provided. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.